Event description:
A report was received that the patient was experiencing pain and tenderness at the pocket site. Voltaren gel and lidocaine ointment were prescribed. It was also reported that the ipg was having charging issues wherein the ipg does not hold a charge and was not working. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was experiencing pain and tenderness at the pocket site. Voltaren gel and lidocaine ointment were prescribed. It was also reported that the ipg was having charging issues wherein the ipg does not hold a charge and was not working. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced per physician¿s preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain and tenderness at the pocket site. Voltaren gel and lidocaine ointment were prescribed. It was also reported that the ipg was having charging issues wherein the ipg does not hold a charge and was not working. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient cancelled the revision due to a non-device related issue. No further course of action at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)): device evaluation indicated that the device passed all tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum current and indicated good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate of 10.85mvdc per day, which was within the expected range. Device exhibited normal charging and discharging characteristics. The possibility that electrical leakage could cause pain at the patient¿s pocket site was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient¿s latest setting. Leakage current was in the normal range. Sc-2218-50 (sn (B)(4)): device evaluation indicated that the devices passed all tests performed. The leads were intact and no parts of it were missing.

Event description:
A report was received that the patient was experiencing pain and tenderness at the pocket site. Voltaren gel and lidocaine ointment were prescribed. It was also reported that the ipg was having charging issues wherein the ipg does not hold a charge and was not working. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
(B)(4).